Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges during pumping. Reportedly, one of the cartridges had scratches on it. The customer's blood glucose level was over 500 mg/dl. The customer changed the supplies and delivered a bolus after insulin delivery was resumed.